Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was deactivated due to high impedances. The left side system was occluded so it was abandoned, but remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.